Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon was performing lumbar fusion surgery using the expedium verse system. When inserting unitized set screws he found the x25 inserter was not retaining the set screws well and then when attempting to final tighten the set screws the x25 inserter was not able to provide sufficient torque due to stripping. Another instrument pan had to be opened to try other x25 inserters to be able to final tighten. Surgeon requested all x25 inserters be replaced from each set (3 sets on consignment) as he has felt they are all getting worn. Procedure was completed successfully with three(3) to five(5) minutes surgical delay. Concomitant device reported: unknown unitized set screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) verse x25 inserter/tightener. This is report 5 of 6 for complaint (B)(4).